Event description:
While the physician was using the lumenis one system in ipl mode for skin rejuvenation, a noise came from the ipl head and the flashlamp broke. The system shut down immediately as designed. The patient experienced a 15mm x 35mm burn or her face (left cheek). There was no medical intervention for the burn reported.

Manufacturer narrative:
At the time of this report the device evaluation was not available. Follow up medwatch report will be filed with device evaluation and root cause once it is available.